Event description:
Distraction of the mandibular ramus distraction device began seven days post operative. On the fifth day of distraction, a click was heard. X-rays showed no abnormality. The next day of distraction, the rod broke at the distal joint.

Manufacturer narrative:
Summary of evaluation: evaluation results as rec'd from howmedica leibinger gmbh indicates this event cannot be evaluated because the device was not returned to howmedica leibinger gmbh, freiburg, germany.